Event description:
It was reported that during a lap low anterior resection procedure, the pa fired the device and the staple line had a hole in the bowel at the staple line. A competitor's purse string device used, hospital saved specimens and donuts still on anvil showed proximal purse string did not incorporate all tissue causing hole, malformed staples shaped that were cut by circular knife on the original distal staple line. There were no patient consequences. The case completed with a new device and a new ils.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.